Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer's blood glucose level was 390 mg/dl. Customer was able to load cartridge and resume insulin therapy.